Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) peg tube torn. Visual evaluation of the returned device found that the tapered end of thermoformed tubing was badly kinked and torn. There were no other issues noted with the device. The investigation was consistent with the reported event that the device was kinked. In addition the tapered end of thermoformed tubing was torn. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while pushing the peg tube through the stoma site, the catheter kinked and would not pass through the stoma site. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Based on the investigation results, the peg tube was torn, therefore this is deemed a reportable event.